Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain / pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 30-year-old female patient who had essure (batch no. E01917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acute pyelonephritis. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 2 months 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdomen"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and vaginitis gardnerella ("gardnerella vaginalis infection"). The patient was treated with surgery (underwent a total robotic hysterectomy, right salpingectomy, and lysis of adhesions.) And surgery (underwent a total robotic hysterectomy, right salpingectomy, and lysis of adhesions.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the pelvic inflammatory disease, dyspareunia, menstrual disorder, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginitis gardnerella, depression, anxiety and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginitis gardnerella to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: plaintiff fact sheet was received events added from pfs- depression and mental anguish. Events onset date and patient demographics were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain / pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure (batch no. E01917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acute pyelonephritis. Concomitant products included paracetamol (acetaminophen) since may 2016. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), menstrual disorder ("menstruation issues"), abdominal pain ("pain abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and vaginitis gardnerella ("gardnerella vaginalis infection"). The patient was treated with surgery (underwent a total robotic hysterectomy, right salpiongectomy, and lysis of adhesions.) And surgery (underwent a total robotic hysterectomy, right salpiongectomy, and lysis of adhesions.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the pelvic inflammatory disease, dyspareunia, menstrual disorder, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage and vaginitis gardnerella outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vaginitis gardnerella to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain / pelvic pain / pain, chronic') and genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure (batch no. E01917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acute pyelonephritis. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdomen"), 3 months 12 days after insertion of essure. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding menorrhagia / menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition:depression\psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish / psychological injury"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), vaginitis gardnerella ("gardnerella vaginalis infection\vaginal infection"), female sexual dysfunction ("apareunia"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), hypersensitivity ("hypersensitivity"), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), autoimmune disorder ("autoimmune reaction") and post procedural complication ("post removal complications") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total robotic hysterectomy,bilateral salpiongectomy,and lysis of adhesions.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, menstrual disorder, vaginal haemorrhage, vaginitis gardnerella, depression, anxiety, hypersensitivity, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, hormone level abnormal, migraine, headache, nausea and post procedural complication outcome was unknown and the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection, female sexual dysfunction, back pain, metrorrhagia, anaemia and autoimmune disorder had resolved. The reporter considered abdominal pain, anaemia, anxiety, autoimmune disorder, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginitis gardnerella to be related to essure. The reporter commented: she received treatment for apareunia, dysmennorhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metorhagia, anemia, general abnormal bleeding, psychological injury, bladder infection, bladder problem, urinary problems,vaginal discharge, uti, vaginal infection, fatigue, hormonal changes, migraines, headache and nausea. Discrepancy noted in essure insertion date as: (B)(6) 2016. Discrepancy noted in essure removal date as: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test-(unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: autoimmune reaction, post removal complications added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain / pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure (batch no. E01917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since may 2016. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), menstrual disorder ("menstruation issues"), abdominal pain ("pain abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and vaginitis gardnerella ("gardnerella vaginalis infection"). The patient was treated with surgery (underwent a total robotic hysterectomy, right salpingectomy, and lysis of adhesions.).essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the pelvic inflammatory disease, dyspareunia, menstrual disorder, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage and vaginitis gardnerella outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vaginitis gardnerella to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received :events added from pfs- pain abdomen, abnormal bleeding vaginal, abnormal bleeding menorrhagia, pelvic inflammatory disease, gardnerella vaginalis infection and pelvic pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pain clubbed to previous events. Reporter information was added, lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain / pelvic pain / pain, chronic') and genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure (batch no. E01917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acute pyelonephritis. Concomitant products included paracetamol (acetaminophen) since may 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdomen"), 3 months 12 days after insertion of essure. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding menorrhagia / menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition:depression\psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish / psychological injury"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), vaginitis gardnerella ("gardnerella vaginalis infection\vaginal infection"), female sexual dysfunction ("apareunia"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), hypersensitivity ("hypersensitivity"), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total robotic hysterectomy,bilateral salpiongectomy,and lysis of adhesions.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, menstrual disorder, vaginal haemorrhage, vaginitis gardnerella, depression, anxiety, urinary tract infection, hypersensitivity, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, hormone level abnormal, migraine, headache and nausea outcome was unknown and the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, female sexual dysfunction, back pain, metrorrhagia and anaemia had resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginitis gardnerella to be related to essure. The reporter commented: she received treatment for apareunia, dysmennorhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metorhagia, anemia, general abnormal bleeding, psychological injury, bladder infection, bladder problem, urinary problems,vaginal discharge, uti, vaginal infection, fatigue, hormonal changes, migraines, headache and nausea. Discrepancy noted in essure insertion date as: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test-(unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. New events added- apareunia, back pain, metrorrhagia, general abnormal bleeding, hypersensitivity, bladder infection, bladder problem, urinary problems, vaginal discharge, fatigue, hormonal changes, migraines, headache, anemia and nausea. Event outcome of pelvic pain and abdominal pain was updated from recovering/ resolving to recovered/ resolved. Essure removal date updated and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('pelvic pain / pelvic pain / pain, chronic') in a 30-year-old female patient who had essure (batch no. E01917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acute pyelonephritis. Concomitant products included paracetamol (acetaminophen) since may 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdomen"), 3 months 12 days after insertion of essure. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding menorrhagia / menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition:depression\psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish / psychological injury"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstruation issues"), vaginitis gardnerella ("gardnerella vaginalis infection\vaginal infection"), female sexual dysfunction ("apareunia"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), hypersensitivity ("hypersensitivity"), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), autoimmune disorder ("autoimmune reaction") and post procedural complication ("post removal complications") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total robotic hysterectomy,bilateral salpiongectomy,and lysis of adhesions.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, menstrual disorder, vaginitis gardnerella, depression, anxiety, hypersensitivity, fatigue, hormone level abnormal, migraine, headache, nausea and post procedural complication outcome was unknown and the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, back pain, metrorrhagia, anaemia, cystitis, bladder disorder, urinary tract disorder, vaginal discharge and autoimmune disorder had resolved. The reporter considered abdominal pain, anaemia, anxiety, autoimmune disorder, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginitis gardnerella to be related to essure. The reporter commented: she received treatment for apareunia, dysmennorhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metorhagia, anemia, general abnormal bleeding, psychological injury, bladder infection, bladder problem, urinary problems,vaginal discharge, uti, vaginal infection, fatigue, hormonal changes, migraines, headache and nausea. Discrepancy noted in essure insertion date as: (B)(6) 2016,(B)(6) 2016 discrepancy noted in essure removal date as: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test-(unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- outcome of the events pertaining to bleeding and urinary/bladder problems updated to recovered/resolved. Event of genital haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic pain ("pelvic pain / pelvic pain / pain, chronic") in a 30 year-old female patient who had essure inserted (lot no. E01917) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned acute pyelonephritis. The only concomitant product mentioned was acetaminophen (paracetamol) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 104 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required) and abdominal pain ("pain abdomen"). In (B)(6) 2016 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016 she experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("abnormal bleeding menorrhagia / menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2017 she experienced depression ("psychological or psychiatric problems condition:depression\psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish / psychological injury"). On (B)(6) 2017 she experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required), genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstruation issues"), vaginitis gardnerella ("gardnerella vaginalis infection\vaginal infection"), female sexual dysfunction ("apareunia"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), hypersensitivity ("hypersensitivity"), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), autoimmune disorder ("autoimmune reaction") and post procedural complication ("post removal complications") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgical essure removal (total robotic hysterectomy, bilateral salpiongectomy,and lysis of adhesions. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, back pain, intermenstrual bleeding, anaemia, cystitis, bladder disorder, urinary tract disorder, vaginal discharge and autoimmune disorder had resolved. The outcomes for pelvic inflammatory disease, menstrual disorder, vaginitis gardnerella, depression, anxiety, hypersensitivity, fatigue, hormone level abnormal, migraine, headache, nausea and post procedural complication were unknown. The reporter considered abdominal pain, anaemia, anxiety, autoimmune disorder, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, menstrual disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginitis gardnerella to be related to essure administration. The reporter commented: she received treatment for apareunia, dysmennorhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metorhagia, anemia, general abnormal bleeding, psychological injury, bladder infection, bladder problem, urinary problems,vaginal discharge, uti, vaginal infection, fatigue, hormonal changes, migraines, headache and nausea. Discrepancy noted in essure insertion date as: (B)(6) 2016, (B)(6) 2016. Discrepancy noted in essure removal date as: (B)(6) 2017. Date(s) of insertion: (B)(6) 2016 as per pif. Date(s) of removal: (B)(6) 2017 as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: total bilateral occlusion. [Imaging procedure] on (B)(6) 2016: essure confirmation test-(unspecified) bilateral occlusion. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic pain ("pelvic pain / pelvic pain / pain, chronic") in a 30 year-old female patient who had essure inserted (lot no. E01917) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned acute pyelonephritis. The only concomitant product mentioned was acetaminophen (paracetamol) since may 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 104 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required) and abdominal pain ("pain abdomen"). In (B)(6) 2016 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016 she experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("abnormal bleeding menorrhagia / menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2017 she experienced depression ("psychological or psychiatric problems condition:depression\psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish / psychological injury"). On (B)(6) 2017 she experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required), genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstruation issues"), vaginitis gardnerella ("gardnerella vaginalis infection\vaginal infection"), female sexual dysfunction ("apareunia"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia"), hypersensitivity ("hypersensitivity"), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), autoimmune disorder ("autoimmune reaction") and post procedural complication ("post removal complications") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total robotic hysterectomy,bilateral salpiongectomy,and lysis of adhesions.). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, back pain, intermenstrual bleeding, anaemia, cystitis, bladder disorder, urinary tract disorder, vaginal discharge and autoimmune disorder had resolved. The outcomes for pelvic inflammatory disease, menstrual disorder, vaginitis gardnerella, depression, anxiety, hypersensitivity, fatigue, hormone level abnormal, migraine, headache, nausea and post procedural complication were unknown. The reporter considered abdominal pain, anaemia, anxiety, autoimmune disorder, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, menstrual disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginitis gardnerella to be related to essure administration. The reporter commented: she received treatment for apareunia, dysmennorhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metorhagia, anemia, general abnormal bleeding, psychological injury, bladder infection, bladder problem, urinary problems,vaginal discharge, uti, vaginal infection, fatigue, hormonal changes, migraines, headache and nausea. Discrepancy noted in essure insertion date as: (B)(6) 2016,(B)(6) 2016. Discrepancy noted in essure removal date as: (B)(6) 2017. Date(s) of insertion: (B)(6) 2016 as per pif. Date(s) of removal: (B)(6) 2017 as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) -2016: total bilateral occlusion [imaging procedure] on (B)(6) 2016: essure confirmation test-(unspecified) bilateral occlusion lot number: e01917 UDI: (B)(4). Production date2015-05-29expiration date2018-05-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-mar-2023: update quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a total robotic hysterectomy, right salpingectomy, and lysis of adhesions.). At the time of the report, the pelvic pain, dyspareunia and menstrual disorder outcome was unknown. The reporter considered dyspareunia, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.